Event description:
Boston scientific received information that during a follow up out of range low pacing impedances were noted as well as loss of capture. The device remains implanted while the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.